Event description:
A nurse reported during a procedure, the cassette was leaking and the infusion stopped just before applying laser. In addition, the nurse reported that the laser key displayed a bad connection and the key had to be positioned in a particular way to keep the laser turned on. The system was exchanged to complete the case without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer representative examined the system, replaced the infusion manifold, then tested the system and found it met specifications. The company representative found no problems related to the key of the laser, or to laser shut down. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).